Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratched lcd window, cracked retainer and scratched around casing.

Event description:
It was reported that the insulin pump had a recurring low battery alert even with new battery and battery cap. Blood glucose level at the time of the incident was 127 mg/dl. The insulin pump was returned for analysis.